Manufacturer narrative:
Initial reporter - phone: (B)(6). Initial reporter - zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left rupture. The device has been explanted.

Event description:
Healthcare professional reported, left-side rupture. The device has been explanted.

Manufacturer narrative:
Clarification to a2- date of birth: (B)(6) 1988. "Visual analysis of the photographs identified: rupture: no observed openings in the device, in the photo appears to be intact with red particles in the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided."

Event description:
The previously reported event of rupture was determined to be only for the contralateral side.